Event description:
It was reported that this device delivered several inappropriate shocks due to an episode of atrial arrythmia with rapid ventricular response (rvr). The therapy was exhausted. This device remains in service. No additional adverse patient effects were reported.